Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving li oresal (500mcg/ml at minimum rate) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the night after catheter revision, on (B)(6) 2018, the patient was in the emergency room (ER) with overdose. The cause was unknown. The pump was placed in minimum rate. The physician believed other factors besides the procedure and pump caused the ER visit. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(6). It was reported that the pump was previously delivering baclofen 3000 mcg/ml at 898.2 mcg/day. The patient's medical history of intractable spasticity was clarified as chronic idiopathic spasticity for year. Concomitant products included oral baclofen. There were no further complications reported at this time.